Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.5/+1.0/010 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. The surgeon reports excessive vault. Currently, the lens remains implanted, however it is planned to be exchanged for a shorter lens.

Manufacturer narrative:
Previously stated the lens remains implanted. Updated/corrected information-the lens was exchanged for a shorter lens. The problem is resolved. (B)(4).